Event description:
It was reported that the patient with this implantable pacemaker programmed to 70 beats per minute felt episodes of heart rates in the 50s. The patient reported experiencing early beats, including while sewing, described as premature beats followed by a compensatory pause. The patient noted that this was not experienced with a previous pacemaker. Possible device algorithms that may allow this occurrence were discussed to patient. This pacemaker remains in service. No adverse patient effects were reported.